Event description:
No cutting power.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated handpiece would not cut. Unit passed priming cycle successfully. Verified that handpiece would not cut. Internal inspection revealed small amounts of corrosion/ moisture and compression nut/crystal stack. Appears internal o-ring and loctite seal failed causing a short caused by moisture. The DHR for lot 12113-02 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 12113-02. There were (B)(4) reported unit failures due to functionality. This lot has a failure rate of (B)(4).